Event description:
It was reported that this patient with a pacemaker system has activity intolerance when exercising. The device was adjusted the last time during a clinic evaluation. Technical services discussed upper rate behavior ranges. Additionally, review of an atrial tachy response (atr) episode found there was right atrial (ra) noise that was being oversensing resulting in inappropriate mode switching. The health care professional (hcp) is aware of the noise on the ra lead however, the patient declined revision procedure. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported. Additional information received indicates that the patient had shortness of breath and dizziness. Technical services (ts) reviewed the reports and noted there was myopotential noise, which resulted in false atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes. Ts provided resolution to the caller. The health care professional (hcp) noted that they would discuss resolution with the physician but reprogrammed the device in the meantime. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a pacemaker system has activity intolerance when exercising. The device was adjusted the last time during a clinic evaluation. Technical services discussed upper rate behavior ranges. Additionally, review of an atrial tachy response (atr) episode found there was right atrial (ra) noise that was being oversensing resulting in inappropriate mode switching. The health care professional (hcp) is aware of the noise on the ra lead however, the patient declined revision procedure. Technical services discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.